Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a pre-dilated mildly calcified lesion (70 percent stenosis degree) in the moderately tortuous lad. It was not possible to fully expand the delivery balloon of the orsiro. Upon removal a sharp jet of water/contrast medium was noticed.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the provided videos, taken from the inflation after withdrawal were reviewed. The technical investigation of the returned instrument revealed that the balloon has been inflated and was deflated in the as-returned state. Upon inflation a fine jet of water was seen to emerge from the distal end of the balloon. Microscopic inspection revealed a pinhole in the balloon surface at the proximal end of the distal x-ray marker. A long scratch was found beginning from the tip over the complete distal balloon shoulder ending at the pinhole which has likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. The provided videos show the inflation of the complaint instrument outside of the patient. A sharp jet of water is visible exiting from the distal end of the balloon. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.